Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, an echocardiogram showed moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed. It was reported that the contrast filling of the balloon was difficult to see. After looking at the film, it appeared that the guidewire was placed through the proximal strut of the outflow portion of the valve. During balloon inflation, slight movement of the valve was noted. As the balloon was removed, it became caught on the valve and dislodged the valve from the annulus. The system was manipulated to separate the balloon from the valve and the valve was left implanted in the descending aorta just below the renal arteries. A non-medtronic sheath was then advanced through the first valve and a second transcatheter bioprosthetic valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a pop-out/ dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. However, based on the event description, the most likely cause for the valve to dislodge may have been due to the guidewire getting caught on the proximal strut of the valve and then with the bav it was reported that there was slight movement of the valve and again when the bav was removed. Dislodge events are typically not related to a device malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.